Event description:
Three of 6 units (implants) appeared to be defective at the time of removal from the sterile packaging prior to insertion into the pt's eye. Portions of the implants seemed to adhere to the packaging. Other defects or lack of uniformity of the implant surface were visualized under the surgical microscope.